Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on april 29, 2024. Block e1 (initial reporter facility name): (B)(6) hospital. Block h6 has been updated to code failure to engage target tissue deeming this a non-reportable scenario, due to additional information received on april 29, 2024.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an endoscopic submucosal dissection procedure performed on (B)(6) 2024. During the procedure, the clip was unpacked, but it was noted that the tip of the device could not expand when pushing the handle. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on april 29, 2024: it was clarified that the clip would not lock onto tissue, and thus the reason the clip would not release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an endoscopic submucosal dissection procedure performed on (B)(6) 2024. During the procedure, the clip was unpacked, but it was noted that the tip of the device could not expand when pushing the handle. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter facility name): second affiliated (B)(6) hospital . Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.